Event description:
Information was received from a consumer regarding a patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported on an unknown date patient's pump was alarming and shutting off. It was unknown if the patient was exposed to any electromagnetic interference (emi) recently, and it was also unknown if the patient was do for a refill soon. Caller was to follow up with healthcare professional (hcp). No symptoms were reported.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Addition information received on 2016-nov-19 from a manufacturer representative (rep)stated a motor stall was seen at initial interrogation on (B)(6) 2016 and patient did not recently have an magnetic resonance imaging (MRI). Pump status and/or event log reported a motor stall occurred and also showed an active motor stall and stopped pump may exceed tube set. It was noted there was a motor stall, motor stall recovery, and then another motor stall and a stopped pump period may exceed tube set message in the logs. The alarm was silenced. Caller was to follow up with healthcare professional (hcp), and would contact patient's doctor in canada to decide if they want to program pump off or leave it until explant. Patient told rep they were lowering the dose with plans to put saline in the pump and have it explanted before the motor stalls. No symptoms were reported. Patient had morphine 10mg/ml with an unknown dose in the pump.

Manufacturer narrative:
Previously reported UDI number was reported in error. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative. It was noted that the patient was already decreasing dose with plans to put saline in the pump. The patient decided to stop the pump because of stalls and the patient not wanting to replace the pump. The cause of the motor stalls were not determined. The pump was stopped to resolve the motor stalls.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.